Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 507 mg/dl. Troubleshooting was not performed. Customer had high ketones. Customer change the site and treated their high blood glucose reading with manual injection. Customer had 403 mg/dl blood glucose reading. Insulin pump will not be returning for analysis.